Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, instructed the customer on using backup therapy through multiple daily injections to ensure insulin delivery.